Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was of 24 mmol/ and was treated with injection. Customer's dad stated the pump turned off and tried to put a new battery in but doesn't come on. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshoot for blank display and customer states they will call back after receiving a new battery cap. The insulin pump will be returned for analysis.